Event description:
Pericardial effusion and chest pain were noted as consequences of the replacement procedure. This was resolved at a later procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with elevated capture thresholds in the right ventricular lead. The lead was explanted. The atrial lead and the implantable cardiac defibrillator (ICD) were explanted in favor of a magnetic resonance imaging (MRI) ready system. A new system was implanted. The patient was stable post procedure.